Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device electrode failing was the root cause of the reported issue. Stryker replaced the device's electrodes to resolve the reported issue. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device pads were not recognized. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient as the patient was in a non shockable rhythm.